Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead - 2009 (B)(6); 4196 implantable pacing lead - 2009 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. During the replacement procedure, the left ventricular (lv) lead was fractured, and was later explanted and replaced. No patient complications have been reported as a result of this event.